Manufacturer narrative:
Report originally submitted with cfn#1218950; the correct cfn# is 3030677.

Event description:
It was reported to philips that the device has a red "x' and alarmed during a self test. There was no patient involvement. The customer's device was evaluated by philips field service engineer (fse) dispatched to the customer site. The reported issue was confirmed and traced to a faulty processor pca. The therapy pca was returned to the failure analysis lab for evaluation. An operational check was performed with the returned component and the unit experienced displayed . Troubleshooting of the component revealed that the failure was being caused by a damaged r188 resistor. The reported problem was verified during lab evaluation. After replacing the resistor, the device passed all tests during operational check and performed as expected. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer was informed of part availability and will ship once the part becomes available. The device remains at the customer site. No further actions were taken and none are warranted.

Event description:
It was reported to philips that the device has a red "x' and alarmed during a self test. There was no patient involvement.